Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial loss of capture. The physician requested assistance from boston scientific's technical services group to understand some marker terminology. No adverse patient effects were reported. The device remains implanted and in service. Technical services attempted to reach the physician to determine what assistance was needed and at this time, no response has been received.